Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One uni-directional, curve f, tacticath sensor enabled contact force ablation catheter was received for evaluation. The reported contact force issue could not be confirmed. When the returned device was connected to the tactisys quartz unit, optical fibers 1-3 met specifications for optical properties and contact force was displayed with no error messages noted. The deformable body thermocouple met specifications during electrical testing with no open or short circuits detected the device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported optical issue and subsequent delay remains unknown.

Event description:
During a supraventricular tachycardia procedure, catheter pressure could not be displayed during the second ablation which caused a procedure delay. The tactisys was restarted and replaced which did not resolve the issue. Another ablation catheter was used to complete the procedure with no consequences to the patient.

Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model a-tcse-f) is an ous configuration not available in the us and is therefore not referenced in the gudid database.